Event description:
It was reported that an MRI would be done for the cervical spine and pain as the patient has stenosis. It was believed to be device related and the area to be scanned was the c-spine. It was further reported that the patient was feeling electrical shocking through the whole body when the implantable neurostimulator (ins) was on. This started two weeks prior to the report and nothing had prompted it, but maybe the weather per the patient. The reporter was unsure if it was related to the ins, but the order did not indicate the ins was related to the MRI. It was noted that the patient had the implantable neurostimulator turned off and had not had the stimulation on for two weeks. When the reporter was putting the patient into MRI mode, it was noted that the patient programmer had the ¿low patient programmer battery¿ screen appear. The reporter would report back when the batteries were replaced. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).